Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor. The patient reported feeling uncomfortable stimulation. She was in terrible pain and didn¿t know if it was up too high so she turned it down. The battery site was burning with sharp pain. The patient noted that her knee also felt like it ¿went out¿, as it has been hurting for over an hour. She thought she had the device at level 3 and wasn¿t sure about the intensity. The patient turned it down to program 2 at 1.8 v and said it was sore ¿back there¿ now. The patient was assisted with turning the stimulation off and planned to see a doctor. The patient called back later in the day and stated she was having pain on the left hip that started 4 hours prior and she needed to have an x-ray. She wasn¿t sure if the pain was related to the implant. It was confirmed the patient did not have a fall or trauma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.